Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that vessel jailing and in-stent restenosis (isr) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was the medical history of coronary artery disease with prior percutaneous coronary intervention (pci). On an unreported date, an abnormal computerized coronary angiography (cta) revealed a focal stenosis in the distal lad. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 70% stenosis. It was a long lesion, with the most distal site being located at the distal lad. It was 28 mm long, with a reference vessel diameter of 3.00mm. The lesion was treated with insertion of a 3.00x32mm promus premier everolimus-eluting platinum chromium coronary stent. No pre-dilatation was performed. Post-dilatation was performed at 16 atmospheres, resulting in 10% residual stenosis. Pressure wire / fractional flow reserve (ffr) was utilized. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was hospitalized for angina and diagnosed with in-stent restenosis (isr). The patient presented with intermittent, non-radiating chest pain and shortness of breath two days after shoveling. Due to gastritis, aspirin had been stopped for the last 2-3 months prior to admission. The patient was still taking plavix (clopidogrel). Subsequently, coronary angiography was performed and revealed an in-stent restenosis of the promus premier implanted in the mid lad and <30% stent jailed of the first diagonal branch. The first diagonal jailing by the study stent in mid lad did not required intervention nor result in the patient's needing life-long antiplatelet therapy. On the same day, the patient underwent an atherectomy percutaneous transluminal coronary angioplasty (ptca) of mid lad using a 3.50x10mm non-bsc scoring balloon catheter. The pre-treatment stenosis was 70% and the post-treatment stenosis was 10% with a timi 3 flow. An intravenous ultrasound was utilized and the minimum cross section area of the mid lad was 3.78 m2. Two days post procedure, the event was considered resolved, and the patient was discharged on plavix (clopidogrel) but completed the study three days after post procedure.